Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, there was obstruction between the pump and the transmitter. However, the transmitter and pump were unable to regain connection and the transmitter was replaced to resolve the issue. No additional patient or event information was available.